Manufacturer narrative:
Of the 1 allegation of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes "1" malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through the display screen with moisture being present. These reports were received from various sources. The patient associated with this allegation was (B)(6) and (B)(6) pounds. Of the reported patients, 1 was female.